Event description:
Dealer alleges that the chair randomly goes into control inhibit.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.